Event description:
The caller reported a temperature alarm issue with their pump, which was not exposed to extreme temperatures and was charging with tandem supplies at the time. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it for a replacement, as it was under warranty. The customer was to use multiple daily injections as a backup therapy to ensure continued insulin delivery and understood the instructions provided.